Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self test failed. Showing technical event 232035 & 231022. (Pfilter selftest failed). No patient involvement.